Event description:
It was reported the patient experienced a change in therapeutic effect. The patient had been experiencing dizziness and blurriness for 'a long time.' It was reported the patient 'got in a spell' when he got up. The patient had fallen three times in the last 2 months. The patient "got weak and had to stand still for a couple of seconds." It was noted the weakness and dizziness started when he had the pump put in and it was getting worse. The patient also had tingling in his toes that started about 6 months ago. The patient was informed the morphine in his pump was probably making him 'woozy.' The patient was scheduled to have an x-ray of his upper back and a cat scan on (B)(6) 2012. It was noted the patient had been on morphine for 4 years. It was reported the patient's managing physician did not believe there was anything wrong with the patient's pump. The patient was on the lowest dose of morphine and it was noted the physician wanted to increase the patient's dose at some point. It was also reported the patient's health care professional was using a diluted morphine. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that imaging was performed on (B)(6) but results were not provided. Additional patient symptom included cramps in the legs although it was indicated that the patient had peripheral vascular disease (pvd). The patient was at the lowest dose of morphine of 10mg/ml at a rate of 1mg/day. Patient outcome was reported as no injury.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).